Event description:
In 1997 dr performed a cranial procedure on pt to remove a right trigonal cyst. Dr. Utilized a stealth station image guided surgery system as an aide in locating the cyst during surgery. Dr was unable to locate it during the craniotomy, and subsequently terminated the procedure without having removed the cyst. The pt now alleges to be suffering from motor and cognitive damage as a result of this event.